Event description:
It was reported that unit had a vent failure during use. No patient injury.

Manufacturer narrative:
The investigation was just started. The result will be forwarded once the investigation is closed.

Manufacturer narrative:
The investigation was carried out based on the available information and the analysis of the provided logfile. The log entries indicate that the vacuum pressure, that is required to keep the ventilator diaphragm in place, was too low. The software monitors several parameters that are relevant for a safe automatic ventilation, amongst others the membrane pressure (internal diaphragm vacuum). The fabius reacted as specified for this situation - stopped the automatic ventilation and posted a corresponding ventilator fail alarm. In this case, fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag each fabius is equipped with. There are several plausible root causes for such an issue with the vacuum pressure. During on-site checking in follow-up to the event the service technician found a small hole in a hose near the cosy apl valve, which possibly had an effect on the pressure in the system. The affected part was removed and was not available for the investigation, therefore it was not possible to determine an exact root cause. The device got tested and operation according to manufacturer's specification was confirmed. Dräger finally concludes that the fabius in question behaved as specified upon the detected deviation by shutting down automatic ventilation and alerting the user by means of a corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that unit had a vent failure during use. No patient injury.